Event description:
Allegedly revised due to fractured neck. Add'l info rec'd 04/17/2015: there was also an area of osteolysis extending along the posterior margin of the stem. The remainder of the implant was well fixed.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 1043532-2014-00074, 3010536692-2015-00679. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.